Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. 17 cm and 18 cm distal to the is 1 connector pin, the outer conduction coil was found heavily deformed. At the same location holes were detected in the inner insulation and the inner conduction coil was found deformed. A short circuit was measured, which is considered to be the root cause for the clinical observation. The suture sleeve was found damaged and a part of it was found missing. Based on the characteristics and location of the damages mentioned above, it is reasonable to assume that these deformations resulted from a very tight suture. The manufacturing process for the device was re-investigated. All production steps had been performed accordingly. There were no signs of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 1 month, it was reported that the rv lead had switched to unipolar due to low lead impedance.